Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported having elevated blood glucose concerns since (B)(6) 2011. Pt stated, she went to the hospital and the diabetes nurse checked her infusion device and basal rate. Pt reported, the infusion device works correctly and she was not hospitalized. Pt stated, the infusion device has not given any alarm or error message. Pt's normal blood glucose is around 10-11 mmol/l (180-198 mg/dl). Pt stated, the last few days her blood glucose has been between 25-32 mmol/l (450-576 mg/dl). Pt reported, her blood glucose only goes down when she uses the insulin pen. No further info is available. Product was replaced and requested return of the alleged product for eval.